Event description:
It was reported that patient's lead exhibited loss of capture, loss of sensing and low pacing impedance. The lead was not used, and the procedure was completed using an alternate lead on 3 jul 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to sense, failure to capture and low impedance were not confirmed. As received, full and intact lead was returned for analysis. The analysis was performed by manufacturer. The lead passed all electrical testing and were found to be normal. No anomalies were found.